Event description:
It was reported an asymptomatic patient presented via a merlin.net transmission showing post-paced t-wave oversensing. The oversensing was noted on a stored egm for a nonsustained lead noise episode. Programming changes were recommended.